Event description:
It was reported after using prepstain tecan us ii, the serial number on the instrument was incorrect. It was found that the serial number of the instrument is a duplicate serial number to another instrument in the field. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.